Event description:
It was reported that the patient¿s pacing rate was in the thirties and forties. The patient¿s lower programmed pacing rate is sixty beats per minute. The implantable cardioverter defibrillator (ICD) appears to be functioning as programmed; however, the low pacing rate could not be accounted for other than oversensing by the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.